Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the feeding set was leaking above the cassette during priming. There was no increase in pressure that would have caused this because it was an auto prime. This caused a leakage on the floor and a new bag needed to be used.

Manufacturer narrative:
A review of the device history record was not possible as the lot number reported is unknown. One used sample was received at the manufacturing plant for evaluation. The sample was functionally inspected and revealed a detached line from the cassette. The root cause and action plan will be documented through a formal investigation corrective and preventative action plan that is currently in process. This complaint will be closed with no further action and will be used for tracking and trending purposes.